Manufacturer narrative:
.

Event description:
It was reported that during an lsh procedure, the white padding on the inactive blade started to peel off the blade. The site got a new device to complete the procedure. There was no pt consequence.